Manufacturer narrative:
A review of the data identified that the sample was below the limit of detection (lod) of the assay, samples near or below the limit of detection (lod) may generate wavering results. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas¿ sars-cov-2/influenza a/b assay. A customer from the united states alleged potential false sars-cov-2 negative results for two patient samples. On (B)(6) 2021 the customer reported that they were running a validation study on a newly received instrument the cobas liat system (s/n (B)(4)) using two known sars-cov-2 positive result samples that generated a sars-cov-2 negative result. The two same samples were repeated and analyzed on a different liat instrument the cobas liat system (s/n (B)(4)) that generated a sars-cov-2 positive result. Patient sample was collected using nasopharyngeal swab and universal transport media 3 ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There was no allegation of harm to the patient. The results were not reported out to the patient and/or personnel treating the patient. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
During a review of this analyzer data, both of the runs on analyzer m1-e-16630 labeled as 'positive patient' generated negative results. Looking at the data, both of these runs appear to be normal negative runs without any abnormalities observed. There is strong ic amplification with normal ic CT values, indicating there is no inhibition of pcr during these runs. Only a single positive sars-cov-2 run, after the questioned results, could be identified in the data . A second positive sars-cov-2 could not be identified in the data provided. This positive run has a very late CT value for the sars-cov-2 channel, which could indicate the sample has a viral load below the limit of detection (lod). Samples below or near the lod may generate wavering results upon retest. --- specified in h10 that only one positive sars result was identified in the reviewed data. Also specified that the ic of the negative runs were robust with no signs of inhibition. --- corrected the reagent lot number in d4. ----- (B)(4).